Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the plunger of a bd¿ specialty syringes and accessories (tray tip cap) before use. There was report of injury or medical interventions.

Manufacturer narrative:
The initial MDR was a duplicate of MFR report #: 3002682307-2018-00113 and is therefore over-reported.